Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was patient reported to rep that they recently (the other day) slid off their bed and now they are unable to turn up their stimulation intensity past 3.0. When they try to, the controller screen states "highest intensity has been reached". Rep reports the patient was recently re-programmed and impedances were all green at that time. Tss reviewed impedances and possible reasons for change, including possibly migration. Rep plans to meet soon with patient again and will assess impedances at that time. The caller was not with the patient. Mdt rep called back and reports that imaging was taken and impedances were checked after the call on jan. 19, 2023. Imaging showed about 1mm of migration of the paddle lead to the left, and contacts 3, 4, 5, and 7 were yellow "avoid". Mdt rep reports that he programmed off those contacts, and the pt reported that her pain coverage was not adequate. Mdt rep met with pt again today to do more reprogramming, and pt reported pinching/shocking sensations with stimulation on. Mdt rep reports that due to the fall, slight migration, and new impedances and decreased pain coverage, the pt's hcp will likely move forward with replacing the lead, and running impedance and coverage checks while keeping the current intellis ins.